Manufacturer narrative:
History of paroxysmal atrial fibrillation: MFR# 2916596-2022-10941. Multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was getting an ablation for atrial fibrillation when they started experiencing many low flows. The patient was treated with volume and vasopressors. Reportedly, the amount of low flows subsided after treatment and the patient was planned to be weaned off of vasopressors while recovering from ablation. The patient had a history of paroxysmal atrial fibrillation and a cardiac ablation was done to treat this recurring condition. There is no indication of atrial fibrillation or any new cardiac arrhythmia caused by the lvad (left ventricular assist device) at the time of this event. On (B)(6) 2022 it was reported that the patient passed away due to multiorgan failure.

Manufacturer narrative:
Section h6: health effect - clinical code (4581): multiple organ dysfunction syndrome the patient previously experienced deep vein thrombosis (MFR#2916596-2022-11230), stroke (MFR#2916596-2022-11264), and arrhythmia (MFR#2916596-2022-10941). Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. According to the account, the patient experienced the alarms during ablation. A direct correlation between the device and the reported events (arrhythmia, multisystem organ failure, and death) could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The submitted system controller event log file captured intermittent low flow alarms on 01jun2022. No atypical alarms or events were captured. The pump operated as intended at the set speed. Of note, the patient's controller was not operating on a low flow software and there is no record of a software adjustment having been performed in the patient's history. The heartmate 3 left ventricular assist system (lvas) instructions for use lists cardiac arrhythmia, various types of organ failure, and death as adverse events which may be associated with the use of heartmate 3 lvas. The document also provides an explanation of all pump parameters, including pump flow. This document states that the low flow hazard alarm will occur when the estimated pump flow is below the low flow limit and explains that changes in patient conditions can result in low flow. The IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia, various types of organ failure, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.